Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with a myocardial infarction the previous day. The 12x3.0mm, 98% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.5x8mm apex balloon catheter was advanced to predilate the lesion; it was inflated successfully to 12atms/5sec. It was reported that the balloon catheter was not rotated between inflations. On the second inflation, the balloon broke at 12atms. No deflation difficulty or additional damage was noted to the balloon catheter and the balloon catheter was removed intact. The physician did not feel confident in treating the lesion with balloon dilatation; therefore the patient was transferred to a different facility where rotablation was performed. No additional complications were reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A physician questioned total psa results on two previous samples, so the user repeated testing on two new patient samples and received discrepant results for total psa and tsh. No data was provided for earlier discrepant patient samples. Sample 1 initial total psa result was 0.013 ng/ml, repeat result was 0.602 ng/ml. The sample was repeated on (B) (6) 2010, with a result of 0.567 ng/ml. Sample 2, from a male patient on (B) (6) 2010, initial total psa result was 0.262 ng/ml. Repeat results were 0.067 and 0.248 ng/ml. The original erroneous results were not reported. Sample 3 was a proficiency sample with an initial tsh result of 0.052 uiu/ml. The repeat results were 11.04, 11.30 and 11.56 uiu/ml. The total psa reagent lot number was 15571001 and the tsh reagent lot number was 15697801. The field service representative was unable to duplicate the issue and performed preventive maintenance. He verified the analyzer was performing to specifications by running performance tests and having the user run calibration and qc.